Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay. Run analysis of the simplexa assay runs showed the patient sample ID# (B)(4) was tested on 3 separate occasions. On (B)(6) 2020 at 10:18am, the sample test was invalid due to an insufficient specimen volume error, but did show detection of the s gene (CT = 33.2). The sample was tested the same day at 1:26pm and resulted positive with detection of only the orf1ab gene (CT = 33.4). The sample was tested the following day on (B)(6) 2020 at 10:22am and both the s gene (CT = 33.8) and orf1ab (CT = 37.4) were detected. Based on these CT values, it is likely the sample is near the limit of detection of the simplexa assay, but no false negatives occurred. As per the IFU, only one gene is required to interpret the sample as positive. In both the valid and invalid runs, at least one target was detected. The interpretation does not change when one or both genes is detected. Batch record review showed the critical component, reaction mix mol4151, lot# x7750n, met all qc release criteria prior to kit release. Mol4151, lot# x7750n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.1 (s gene) and 28 (orf1ab) and the internal control avg CT = 32.0. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 ,lot# x7749n for suspected false negative results, but no malfunction has occurred. The product correctly detected the sample. No false negative has occurred.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay. The customer was worried about a potential false negative since only the orf1ab gene was detected in the initial run, but both the s gene and the orf1ab gene were detected in the 2nd run. Prior to the initial run, there was an invalid run of the sample (due to insufficient specimen volume error) but had a detection of only the s gene. The customer confirmed the alleged false negative result was not reported to a diagnosing physician due to the inconsistency of the targets that were detected and no alleged harm occurred. The patient sample was nasopharyngeal swab in utm 3ml. Other than the patient ID number, no other patient information was provided.